Event description:
Porous femoral stem revised 48 months after primary total hip arthroplasty. During revision, surgeon noted failure of the femoral stem alignment pin. Pt. In good condition post surgery.

Manufacturer narrative:
Other devices used: catalog number 220610 apex modular long 50 neck. Device history records for the stem are intact and conforming and indicate manufactured to specification.